Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for unknown high blood glucose levels. It was stated that the customer treated the high blood glucose levels with manual injections, but the blood glucose levels remained high. The insulin pump was reviewed by a diabetes educator and determined that it was functioning properly. Further troubleshooting was declined as the customer felt he needed more training.